Manufacturer narrative:
This event has been treated in leventon s.a.u. As an incidence ((B)(4)). According to the results obtained, it seems that the defect might be due to the injection process of the capillary element. To investigate this, a corrective action has been opened to identify the root cause and solve the problem detected. In addition, a health hazard evaluation has been carried out, concluding that the patient risk is very low and therefore it is not considered necessary to perform any type of action on the lots that are on the market.

Event description:
250 ml/5 day pump was filled with 148.8 ml at 5fu and 31.2 ml of ns (normal saline) for a total volume of 180 ml for approximate 96 hours infusion time. Pump connected monday (b)(46) at 09.30 and should have run out on friday (B)(6) at approximately 08.00; but patient stated it was at "zero" on thursday (B)(6) at 17.00; approximately 15 hours early.